Event description:
The diagnostic procedure done, we were proceeding with intervention. After opening the interventional wire and before advancing the wire into the body it was noted that the wire was uncoiling. The wire never entered the patient's body. Prowater interverntional wire.